Event description:
It was reported there was a brain hemorrhage. The patient received a bilateral stage 1 on (B)(6) 2014. They were in the emergency room the day prior to report with a brain hemorrhage due to what the doctor attributed to the deep brain stimulator (dbs) lead and low lovenox medication being added back to the patient¿s regimen. After stage 1 the patient had a CT scan completed and there was no sign of a brain hemorrhage at that point. There were no falls or traumas noted. It was noted ¿things did not look good for the patient.¿ the patient was in a very serious state. The doctor thought the combination of after the surgery and re-administering the medication may have caused a hypertension brain bleed. It was further reported the patient had a stage 2 procedure done on (B)(6) 201. Additional information received reported the event cause was the dbs lead implant and hypertension hemorrhage. It was noted to be device related. The patient¿s device was not turned on so they did not receive therapy at the time of report. It was further reported the patient passed away 4 days prior to report. Additional information received reported the cause of death was due to hypertension brain hemorrhage which occurred from the patient being implanted with dbs leads.

Manufacturer narrative:
Concomitant products: product ID: 3389s, lot# va0kswz, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s, lot# va0kswz, implanted: (B)(6) 2014, product type: lead. Product ID: neu_ins_stimulator, lot# serial# unknown, product type: implantable neurostimulator. Product ID: neu_ins_stimulator, lot# serial# unknown, product type: implantable neurostimulator. (B)(4).